Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during the initial drain on the home choice (hc). The technical service representative (tsr) advised the home patient (hp) that air had entered the setup. The hp stated she knew how the air got in, she had connected the bags, then realized she connected a bag to the wrong line so she disconnected the line and connected it to another bag. The hp stated she knew she should not have done this. The tsr advised the hp to start over with new supplies. The tsr had the hp close all the clamps, transfer set and recycle the power and the system error 2367 alarmed. The tsr instructed the hp to recycle the power again to press go to start. The hp would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient changed the solution bags during therapy. The home patient stated she knew how the air got in; she had connected the bags, and then realized she connected a bag to the wrong line so she disconnected the line and connected it to another bag. The lot number is unknown; therefore a batch review was not conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.